Event description:
The external pulse generator was returned as a trade-in and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
Further analysis was performed on the main pcb with the lower case. Visual inspection revealed no anomalies. Bench analysis noted that one supercap failed in-circuit. It was confirmed there was an active current failure. After replacing a capacitor active current drain then passed. It was then confirmed that there was a battery removal failure. After a supercap was replaced, the battery removal test passed. Conclusion: confirmed the battery removal failure caused by a supercap component failure. It was also confirmed that the active current failure was caused by a tantalum capacitor component failure.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device failed incoming vxi testing and it was determined that the main printed circuit board (pcb) was out of specification. Analysis also found that the upper and lower cases were broken and the battery contacts compressed. The device was to be scrapped in-house and the pcb was to be sent on for failure analysis. (B)(4).